Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had depleted after only seven months of implant. It was futher reported that the non-gudiant electrode in the atrium is in contact with the proximal defibrillation coil of the guidant lead resulting in non-sustained episdoes.